Manufacturer narrative:
Investigation ¿ the following allegations have been investigated: fracture, mental anguish, stress, and limited physical activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Unknown if the reported mental anguish, stress, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
No additional information provided at this time.

Manufacturer narrative:
The investigation was reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. As no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Per a successful retrieval report, "the right internal jugular vein was accessed with a micropuncture needle using ultrasound guidance, after infiltration of the skin and deep tissues with local anesthetic." "Contrast was injected and an inferior vena cavogram was performed which demonstrated no clots within the vena caval filter, and no clots or stenosis in the inferior vena cava." "The sheath was advanced over the caval filter and the filter was removed. Inspection of the filter confirmed that it was removed in its entirety and the filter was intact. A post filter removal cavogram was performed which showed a widely patent inferior vena cava. No clot, stenosis, intimal flap or contrast extravasation is seen."

Manufacturer narrative:
Patient is alleging chest pains. Preexisting condition (B)(4). Investigation-: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "unable to retrieve, embedment, anxiety, pain." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is unknown if the reported anxiety, pain is directly related to the filter and unable to identify corresponding failure mode(s) at this time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Patient is alleging chest pains.

Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2014 due to prior dvt (deep vein thrombosis) and prophylaxis for knee surgery. Patient is additionally alleging fracture. The patient further alleges "also, I recently had my filter removed and doctors mentioned the filter may have broken though I am not certain. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries." And limited physical activity. The patient reported that an attempted routine percutaneous retrieval was performed on (B)(6) 2015 and the device was removed percutaneously on or around (B)(6) 2018 due to breathing problems.

Manufacturer narrative:
William cook europe initially reported event under manufacturer report # 3002808486-2017-01422. New information was received identifying that the product was a cook inc. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vin due to pre-op knee surgery, history of dvt. Patient alleges attempted retrieval on (B)(6) 2015. Patient is alleging device is unable to be retrieved, embedment, pain, anxiety.